Manufacturer narrative:
At the present time this complaint is considered closed.

Event description:
Rotor dislocated from baseplate; programming of the valve not possible. Valve still implanted. Last MRI (B)(6) 2014. Detection of defect by x-ray (B)(6) 2014. (B)(6) 2014 we have noticed, that most dislocations have been detected (by xray) right after an MRI study. We have xrays of all valves, that are claimed to have a broken rotor. Especially case number nine is interesting. We have an xray image right before and after an MRI study, the one upfront shows the rotor in the correct place. The xray, that has been done right after the MRI study shows the rotor dislocated. Unfortunately the quality s to bad to scan them. All xrays will be sent to norderstedt paper based. The official complaint forms have been updated accordingly. (B)(4) 2014 additional information explained that the device was explanted on (B)(6) 2014 and will be returned for investigation. Also, MRI magnetic setting is 1.5t. No relevant change in mr-procedures in the last years.

Event description:
Additional information received on 8/21/2014 pertaining to the 10 complaints with respect to the pending questions on MRI settings and possible changes in the MRI procedures. The radiologist of the hospital confirmed that none of the patients had an MRI with more than 3 tesla. The 10 patients treated in 5 different MRI machines (3 internally, 2 externally).

Manufacturer narrative:
Upon completion of investigation, a follow up report will be filed.

Manufacturer narrative:
(B)(4). Visual examination of the valve revealed that the stator was dislodged. Therefore; the cam position/pressure could not be determined. The valve was dismantled and was examined under microscope at appropriate magnification: it was noted that the valve casing had a bump mark from the cam mechanism this is due to the valve sustaining some form of impact. Review of the history device records confirmed the valve product code 82-3112 with lot chfb9v conformed to the specifications when released to stock on the 26th june 2007. The root cause of the dislodgement is probably due to the valve sustaining some form of impact. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.